Event description:
It was reported that the hospital staff was having trouble removing the tip of the pencil, resulting in the plastic being stretched completely. It was reported that there was no patient involvement. On additional follow up it was also confirmed that this was an ethicon tip, and they are in the process of filing a report with their ethicon rep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).